Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high readings and occlusion from the reservoir. The customer's blood glucose reading was 400 mg/dl. The customer stated that the alarm did not occur during manual prime. The customer reported event to be resolved by complete set change. The customer will return the reservoir for analysis.